Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, two months of post deployment, a computed tomography of abdomen and pelvis was performed which showed infra-renal inferior vena cava filter with a single leg projecting outside the lumen. Around, one week later, a computed tomography of abdomen and pelvis was performed which showed stable filter within the infra-renal inferior vena cava with possible clot at the apex of the filter. After, three days, an x-ray abdomen was performed which showed inferior vena cava filter was noted with apex projecting over the t12 vertebral body. Around, one week later, a computed tomography of abdomen and pelvis was performed for mild abdominal pain. The study showed that inferior vena cava filter was noted. Around, one month later, an x-ray study was performed for tube check. The study showed that inferior vena cava filter was noted at the level of l1-l2. Around, two months later, an x-ray upper gastrointestinal series study was performed which showed inferior vena cava filter was noted with the apex projecting over the l1 vertebral body. After, five days, a computed tomography of abdomen and pelvis was performed which showed inferior vena cava filter with apex at the confluence of the left and right renal veins. Around, one week later, patient presented with the complaints of abdominal pain. A computed tomography of abdomen and pelvis was performed which showed inferior vena cava filter was noted in stable position. Around, six months later, an x-ray study was performed for tube check. The study showed that inferior vena cava filter was unchanged in position, overlying the l1-l2 vertebral bodies. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter migration or unintended movement. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d4 (expiry date: 11/2016), g3, h6 (device, conclusion). H11: h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown.at this time, it is unknown the relationship between the filter and the reported death. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months post filter deployment, CT revealed an infrarenal inferior vena cava filter with a single leg projecting outside the lumen. Subsequently a few days later, CT revealed stable filter within the infra renal ivc, with possible clot at the apex of the filter. Approximately four months later, CT revealed ivc filter with apex at the confluence of the left and right renal veins. Therefore, the investigation is confirmed for perforation of the ivc and unintended movement. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 1/2016

Event description:
It was reported through the litigation process that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.